Manufacturer narrative:
(B)(4). The manufacturing investigation is in progress. A supplemental MDR will be submitted at the completion of this activity.

Event description:
A facility biomedical technician called technical support to report that a patient experienced cramping during their hemodialysis (hd) treatment with suspected excessive fluid removal. According to information received from the facility's clinic manager (cm), the patient's ultrafiltration (uf) goal was set to remove 3.2 lbs. However, 6.2 lbs was removed which resulted in excessive uf of 3.0 lbs (1.4kg). The patient experienced cramping. However, no medical intervention was required. The patient was able to complete treatment. The patient condition following the event was noted as being ¿fine.¿ the patient continues to undergo routinely scheduled hemodialysis (hd) treatments. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. No machine malfunction was observed or identified. Functional testing performed by the res confirmed the system was operating properly. The unit was returned to service at the user facility without a recurrence of the reported issue.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was scheduled for evaluation at the facility by the fresenius regional equipment specialist (res). However, based on res evaluation findings of other 2008t hd machines at the facility with the same allegation of excessive ultrafiltration which found the machines were functioning within specification, the facility biomedical technician (bmt) cancelled the evaluation of this device. The biomed noted "external factors" as the cause of the reported issue. No system malfunctions were observed or identified during the evaluation of the other systems; all units worked per specification. The 2008t hd machine has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.